Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. All available information was investigated, and the reported device damaged by another (caused damage) appears to be a result patient morphology/pathology and procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other clip delivery system referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
This event is filed for damaged caused to an implanted mitraclip. It was reported that on (B)(6) 2017, the patient, with degenerative mitral regurgitation (mr) underwent a mitraclip procedure, with implantation of two clips. The mr was reduced from grade 4+ to 2+. The patient was seen for the 30-day follow up visit on (B)(6) 2017 and transthoracic echocardiogram noted that the first clip implanted had detached, from the posterior medial leaflet segment, remaining attached to the anterior leaflet. It was thought that there was possibly some contact between the clips. The mr had increased to grade 3-4. The patient underwent a second mitraclip procedure on (B)(6) 2017. One clip was placed medial to the detached clip; however, there was only a slight improvement in the mr. The clip was moved to the lateral side and implanted without issue. The mr was reduced to grade 2. Post procedure, the patient was doing well and in stable condition. No additional information was provided.